Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23apr2020.

Event description:
The field service representative reported vent inoperative. There was no patient involvement.

Manufacturer narrative:
G4: 17nov2020, b4: 23nov2020 . The blower motor was returned to manufacturer to failure investigation (fi) for analysis. This customer complaint was caused by shorted windings at coil a and coil b. Based on information provided and/or service performed it could be confirmed unit did not meet product specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 27apr2020. B4: 28apr2020. The field service engineer (fse) confirmed the blower does not spin at start up and the unit does not cycle. The fse replaced the blower assembly and the issue was resolved. The unit is fully functional and has returned to service mode. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.